Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Patient had swelling and numbness in left arm. During device removal surgery, a vein occlusion was discovered and lead could not be extracted. The lead was extracted the day after the device using a laser. Should additional information be received, this file will be updated.